Event description:
During inspection of the radial and lateral axes linear rails and bearings, it was found that more than two lateral cart bearing screws were loose. No detector fall event and no injury was reported. The loose screws in question may impact the lateral rail and the bearing that might lead to ball screw stress which in turn may result in a mechanical failure.

Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR# 9613299-2013-00001. A follow up report will be submitted once investigation results are available.